Manufacturer narrative:
(B)(4). Date sent: 8/25/2023 d4: batch # 224c43 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a dent in the handle shrouds and with a gst45w reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Also, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the handle shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 224c43, and no non-conformances were identified. Additional information was requested and the following was obtained: was it a partial fire or not? It was not a partial fire. Did they have any haptic feedback? Yes. Were they pulse firing? Yes. Were there any attempts of troubleshooting before replacing the device? Yes, removed and replaced battery. Reversed knife blade and removed from patient. Pulled new device for next fire. What reload color was used? White.

Event description:
It was reported that during a lobectomy procedure, surgeon pulled trigger, blade moved forward then stopped. Tried to move it rest of way but it wouldn't move. They reversed the blade, and used a second device to complete the case. Procedure was delayed by 5-10 minutes. There were no patient consequences.